Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of candida albicans as tricosporon domesticum in association with the vitek® ms instrument (ref 410895, serial (B)(4)). An isolate from a urine specimen was tested with the vitek® ms and an identification of tricosporon domesticum was initially obtained. The organism was then cultured on a candiselect agar and a gram stain was performed. The results from the additional culture and gram stain indicated that this organism was a candida species. Testing with the vitek® ms was repeated and a result of candida albicans was obtained. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of candida albicans as tricosporon domesticum in association with the vitek® ms instrument (ref 410895, serial (B)(6) ). The customer¿s strain was requested for the investigation, but it was unavailable to be returned. The customer's available data was analyzed. According to vilink alert tool criteria, the fine tuning status was good during testing; however, the fine tuning made before the identification issue was not conforming (several mandatory criteria were not met). Based on the calibrator ¿all peaks¿ values, the sample spot preparation quality seems to be good. The calibrator ¿all peaks¿ values were quite homogeneous. The sample identification has been determined as unknown because the mass spectrometry system is not the reference identification method. However, based on the growth pattern and re-tests, the identification could be candida albicans. Reprocessing of the customer data with saramis v4.16 (ruo mode) allows to obtain a no identification result. Based on this finding, it could be a species out of the vitek® ms instrument knowledge base. This cannot be proven because the customer was not able to send the strain to perform further investigation. Consequently, the cause of the issue was determined to be unknown.